Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation of the device for cardiopulmonary bypass procedure, the user reported that the bearing made a noise. As a result, an alternative device was employed. No other details regarding the nature of the event were provided.